Manufacturer narrative:
Flap thickness was verified and confirmed a 20 m too thin z-offset setting on the device. Log file review showed inclined offset in factory was +45. As per the inclined offset is at +20 which is unusually low and indicates a thinner cut in general. Clinical review stated that the cases seem to be vgb´s (vertical gas breakthrough) caused by to thin flaps. The root cause was determined conclusively as a wrong calibrated ir microscope camera by the service engineer which was used to calibrate the device. Wrong calibration of the tool leads to wrong z-offset setting on the device which is the cause for thin flaps. Contributing factor for the vertical gas breakthrough is the too thin flap. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that air bubbles occurred and were trapped which then created an uncut part of the flap in the right eye. The doctor opened the flap, removed the distorted flap, made the excimer treatment, and put a bandaged contact lens on the eye. Additional information requested.